Event description:
A resident in a nursing home was receiving a nebulizer treatment. She placed it next to herself in bed and fell asleep. There was no air circulating around the sides of the device and it overheated. The resident suffered burns to her forearm.

Manufacturer narrative:
It was reported that a resident in the nursing home was receiving a nebulizer treatment. She placed the running machine on the bed next to her and fell asleep. She was described as a large person and it was reported that there was little to no room between her arm and the device. The opposite side of the device was up against the edge of the bed. The vents of the device were blocked by the resident and the edge of the bed. As a result, there was no air circulating around the sides of the device and it overheated. She suffered second degree burns to her forearm. The facility investigated the incident and determined it was caused by human error and not by the device itself. We have no future actions to be taken. Due to the reported injury this MDR is being filed.